Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. No obvious signs of use were observed. The catheter was not returned. Visual analysis revealed that the guide wire was kinked in multiple locations across the body. The j-bend was misshapen but remained intact. Microscopic examination confirmed the damage and showed that both the distal and proximal welds were full and spherical. Visual inspection of the catheter could not be performed as it was not returned. The kinks on the guide wire were located 45mm, 284mm, 303mm and 345mm from the proximal tip. The overall length of the guide wire measured 454mm, which is within the specification of 449.2mm-458.8mm per product drawing. The outer diameter of the guide wire measured 0.432mm which is within the specification of 0.432mm-0.457mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through a lab inventory 4fr catheter. The undamaged portion passed through with no resistance. Resistance was encountered at the location of the kinking. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations across the body. The guidewire met all relevant dimensional requirements. Functional testing confirmed resistance at the location of the kinks when passed through a lab inventory 4fr catheter. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, the likely root cause for this event appears consistent with unintentional user error; however, the probable cause could not be determined without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during insertion, when they retracted the guidewire, it was kinked. They opened a second cvc and had the same problem. It was hard to remove the guidewire. " the user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00440 and 3006425876-2025-00486.

Event description:
It was reported "during insertion, when they retracted the guidewire, it was kinked. They opened a second cvc and had the same problem. It was hard to remove the guidewire. " the user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00440 and 3006425876-2025-00486.

Manufacturer narrative:
(B)(4).